Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into another hospital with cardiogenic shock symptoms approximately 2 weeks prior. The pt was transferred to the implanting center. The pt was initially intubated and on dobutamine and eventually extubated. Several attempts were made to wean the pt off of the dobutamine but the pt was unable to tolerate it. The pt had elevated liver enzymes, and ldh 4000. The pt was experiencing continuous red heart alarms. An echo was performed and revealed that the aortic valve was opening with every beat and the inflow conduit was malpositioned, pointing towards lateral wall of the left ventricle. There were no ¿pump stop¿ alarms noted. The pt¿s pump was exchanged the following day. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.